Event description:
The customer reports during a tumorectomy procedure using a thunderbeat, after the second or third activation, the teflon pad partially detached (did not totally separate from the device). The procedure was finished with a second thunderbeat with no additional consequences to the patient.

Manufacturer narrative:
This report is being submitted to provide information reported by the customer and investigation findings. The subject device was returned to olympus for evaluation. It was confirmed the tissue pad was peeling off. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Conclusion: the definitive cause of the reported events could not be established. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away.